Event description:
On (B)(6) 2013, a patient contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, "the truth about silicon hydrogel contacts - the new wave of high oxygen, high discomfort lenses". Http://studymyhealth.wordpress.com. Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us. Company contact information was provided. The complaint posted: after wearing contacts for several years, my daughter switched to acuvue oasys about a year ago at her doctor's suggestion because of the oxygen benefits. After switching, she noticed random sensitivity to light and occasional redness in her left eye. When that would happen she'd wear her glasses for a few days until it was gone. About a month ago, the sensitivity and redness returned, but this time there was substantial pain accompanying the symptoms so she went to the doctor. He saw a small ulcer on the cornea and prescribed drops. The next morning when she woke up, she could not see out of her left eye and was taken to the hospital emergency room. There she was referred to a cornea/retina specialist and was told she had an aggressive bacterial infection trying to penetrate the surface of the cornea. Treatment required prescribed drops and gels administered every single hour on the hour for almost 2 weeks including through the night. Here is 4 weeks later and she is still using the drops & gels 4 times a day. The infection is still present but finally getting smaller. This bacteria has scarred the cornea so much that she is unable to see out of her left eye. The doctor has advised that although the scarring will take different shapes over the next several month and limited vision my return, it is likely that the required treatment my be a corneal transplant. With all of that noted danger associate with silicon type lenses, there should be a recall of this product. No person should have to endure the pain or loss of sight from such a faulty product - particularly when benefits instead of warnings are the selling point of changing lens types. No further contact will be made.

Manufacturer narrative:
If additional information is received, will report within 30 days for receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Labeled for singe use or reuse.